Event description:
During a vitrectomy procedure, intraocular pressure in the eye was not able to be maintained. The physician had to inflate the eye manually four times. There has been no injury to the pt to date.